Manufacturer narrative:
The manufacturer did not receive x-ray for review. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on left side and revision surgery has been recommended due to pain, elevated metal ions and pseudotumor.

Event description:
Please refer to report 0009613350 - 2019 - 00450.

Manufacturer narrative:
This follow-up report is being filled to relay investigation result. D11 - medical products and therapy date: detail of product: part#: 0100181420 item name metasulâ® ldhâ®, head, 42, code h, taper 18/20 lot#: 2357611; part#: 0100185146 item name metasulâ® ldhâ®, head adapter, m, 0, taper 12/14-18/20 lot#: 2354632; part#: 65-7841-13 item name femoral stem fiber metal midcoat with calcicoat with disposable alignment guide 12/14 neck taper std. Body std. Offset size 13 13 mm distal dia. 140 m lot#: 60469083. The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, an amended medical device report will be submitted. A tight monitoring is ongoing for revisions with us durom cups where the initial implant date occurred after the relaunch of the us durom cup. The distribution of this product was ceased meanwhile due to business reasons. No further investigation required as this issue is known and addressed in wt123080 (error pattern: potential early revision of the acetabular component due to loosening, implant migration or unresolved pain, higher ion release). At least one of these error patterns is observed in this event. Should any additional information that changes the assessment become available to us, or any extra demand be requested, we will re-evaluate the case. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).